Event description:
The user facility reported that a scope was processed in the system 1e processor without the required quick connect. The scope was subsequently used in a patient procedure. No injuries reported; the user facility followed their internal procedure to monitor the patient.

Manufacturer narrative:
The user facility's system 1e processor is in the urology department. The department reported that an employee from a different department used the system 1e processor. The employee did not receive training on proper use and operation of the unit as they are not part of the urology department. Steris is filing this MDR because the liquid chemical sterilization of the device processed cannot be assured unless the device is processed in accordance with steris' instructions for use. The user facility declined steris' offer of in-service training on the proper use and operation of the system 1e processor. The user facility reported to the steris account manager that access to the system 1e processor will be restricted to prevent this event from occurring again. No additional issues have been reported.